Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain management experienced issues with their therapy not working for the past 3 days, resulting in persistent pain without relief. The patient encountered error code 338 on their handset when attempting to connect to the mystim rc app, and the handset displayed "not found" during connection attempts. Additionally, there was a neurosense adjusting issue on the handset. The patient confirmed they were able to charge their implant and that the therapy was on. During a call with an agent, the patient was guided through troubleshooting steps, including resetting the communicator and restarting the handset. The patient successfully connected to the therapy screen, adjusted the stimulation intensity, and felt stimulation in the left leg and lower leg. The patient was able to turn neurosense on and was advised to monitor the situation. The troubleshooting steps taken during the call resolved the issue.